Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es mr balloon catheter was advance for dilation. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres for 20 seconds. The device was removed without any problem, and the procedure was completed with a different device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.